Event description:
A patient with an alpha-gal allergy had a cardiac catheterization and post procedure the angio-seal vascular closure device was used. With an alpha-gal allergy, the consumption of mammalian meat will trigger an allergic reaction. The patient cannot receive collagen derived from mammals. The allergic symptoms can include itchy rash, nausea, vomiting, diarrhea, cough, difficulty breathing, drop in blood pressure. Once discharged, the patient began to look into the angio-seal components. The patient realized the angio-seal collagen is derived from bovine. The patient guide to the angio-seal a vascular closure device mentions small amount of collagen positioned on the outer wall of the artery (under physician instructions). The device will dissolve in 90 days. The patient went to the hospital specializing in alpha-gal allergies for removal of the angio-seal. The patient had to have a femoral cutdown and the provider noted it was worst inflammation they had seen. When the patient contacted [redacted]-our facility, the angio-seal packing was reviewed, and it does not mention collagen on the package. The only mention of collagen is in the patient's guide. The medical team will not use the patient guide because it given to the patient discharge.